Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were tested for sleeve function and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. A root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd vacutainer® eclipse¿ signal¿ blood collection needle when taking the tube from the holder, blood was found inside the holder. There was no report of injury or medical intervention.